Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no audible sound when the alarms go off. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and was unable to remotely access the customer system. The rse left a voicemail for the philips field service engineer (fse) to reach out to the customer good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. The fse did not have communication with the customer regarding this issue and the customer has not replied to a request for cause and resolution. If additional information is later obtained, the complaint will be reopened.